Event description:
Caller reported a malfunction on the pump, but there was no adverse impact to the customer's blood glucose level. The customer performed a pump reset before contacting technical support and was able to continue using the pump. Technical support resolved the issue by sending a replacement pump to the customer. Customer has multiple daily injection (mdi) back up available to ensure delivery of insulin.